Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving an unspecified high sensor scan result and experienced confusion, sweating, seizure, loss of consciousness, and "fell on the floor". The customer presented to a point of care where the hcp meter provided readings of 2.2 mmol/l and 2.7 mmol/l, compared to sensor scan readings of 13.0 mmol/l and 12.1 mmol/l, respectively. The customer was diagnosed with hypoglycemia and treated with an unspecified injection and "was given glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving an unspecified high sensor scan result and experienced confusion, sweating, seizure, loss of consciousness, and "fell on the floor". The customer presented to a point of care where the hcp meter provided readings of 2.2 mmol/l and 2.7 mmol/l, compared to sensor scan readings of 13.0 mmol/l and 12.1 mmol/l, respectively. The customer was diagnosed with hypoglycemia and treated with an unspecified injection and "was given glucose". There was no report of death or permanent impairment associated with this event.